Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: due to a scratch on bending section cover, water tightness is lost, due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, the acoustic lens was peeled, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of free/engage lever, up/down knob cannot be locked securely, the adhesive on bending section cover was detached, the adhesive on bending section cover has a crack, the paint on the air/water cylinder was peeled, the adhesive around objective lens was peeled, the objective lens, the acoustic lens all has a scratch, and the objective lens has a crack. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had poor ultrasound image (partial image missing) and curved rubber pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization process. It is suggested that the user facility review the method of reprocessing and handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.